Event description:
It was reported that this pacemaker reverted to Safety Mode. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. This product investigation is still in progress. This report will be updated when product investigation is complete.